Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the device fell off. We decided to report the issue in abundance of caution as device falling off into sterile field or during procedure may cause serious injury.

Event description:
On 19th january, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the light detached from the spring arm and fell off during the movement. We decided to report the issue in abundance of caution as device falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the light detached from the spring arm and fell off during the movement. We decided to report the issue in abundance of caution as device falling off into sterile field or during procedure may cause serious injury. According to the information provided by the getinge technician is awaiting customer¿s approval on the provided quote for parts replacement. It was established that when the event occurred, the surgical light did not meet its specification as the headlight detached from the device and it could be treated as a technical deficiency and it contributed to the event. The device was not being used for patient treatment when the issue occurred. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is very low. As stated by the subject matter expert at manufacturer¿s, a situation involving loose spring arm¿s safety sleeve is due to the loosening of the safety screw because of an incorrect initial tightening or a lack of inspection during the installation or the maintenance. To prevent the loosening and the absence of the screw, the installation manual describes how to assemble the safety sleeve, the maintenance manual mentions to check for any loose covers and the service protocol included in this document mentions to check the presence of the spring arm¿s safety sleeve and the presence of the fixing screw (powerled maintenance manual, 01582 rev. 08, pages 17 and 255). The loosening and the absence of the safety sleeve screw can lead to the translation of the safety sleeve causing the fall of the light head (powerled installation manual 01584, rev. 08, pages 27-28). To prevent the risk of the separation of the light head, maquet dispatched the informative technical notice n.i.t. 210 reminding the importance of the tightening control after installation or maintenance. We believe that all remaining devices are performing correctly in the market. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem and h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 19th january, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the device fell off. We decided to report the issue in abundance of caution as device falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event or problem: on 19th january, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the light detached from the spring arm and fell off during the movement. We decided to report the issue in abundance of caution as device falling off into sterile field or during procedure may cause serious injury. Previous h6 component codes: mechanical/anchor//4720 corrected h6 component codes: mechanical/fastener/screw/568.